Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the device will be reported on MFR#: 9613350. Therefore, the event is not reportable on MFR #: 0001822565. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the device will be reported on MFR#: 9613350. Therefore, the event is not reportable on MFR #: 0001822565.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-07164. UDI: (B)(4). Z nail cpm 10mm x 38cm 125 l cat : 47-2493-381-10 lot : 2808701r; z nail 5.0x57.5 cort screw fa cat: 47-2484-057-50 lot: 62287327; z nail 5.0x37.5 cort screw fa cat: 47-2484-037-50 lot: 63641845; z nail 5.0x35 cort screw fa cat: 47-2484-035-50 lot: 63711975; 3.2mm threaded pin cat: 00-2490-450-32 lot: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent a revision procedure due to non union and fracture of the implant. During the procedure, it was noted that the lag screw was retroverted.